Event description:
It was reported that the patient presented with spondylolisthesis, l3-4 with lumbar spinal stenosis, post laminectomy syndrome, status post multiple lumbar surgeries, degeneration of the lumbar discs. The patient underwent laminotomies and lateral recess decompression at l3-4 and l2-3 with neurolysis at l3-4. Bilateral pedical screw instrumentation l3-4 with l3-4 arthrodesis using local autograft bone with bone morphogenetic protein. Ground-up local bone was used along with bone morphogenetic protein, placing some of the sponges inside the facet joints up along the pars area and then the larger sponges along the transverse processes making a lasagna-type construct with the sponges, bone and additional sponges. The patient tolerated the procedure well and left the operating room in good condition. Reportedly, the patient's "post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment,. Extreme pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation".

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2003 the patient underwent laminotomies and lateral recess decompression at l3-4 and l2-3 with neurolysis at l3-4. Bilateral pedicle screw instrumentation l3-4 with l3-4 arthrodesis using local autograft bone with bone morphogenetic protein to treat the following pre-op diagnosis: spondylolisthesis, l3-4 with lumbar spinal stenosis, post laminectorny syndrome, status post multiple lumbar surgeries, degeneration of the lumbar discs. Op notes: ¿..we then brought in fluoroscopy under sterile control and placed pedicle screws at all four locations at l3 and l4 bilaterally with good ripple affect in all four holes and tapped with 5.5 taps, 6.25 tap and placed 6.25 x 40 mm screws in these areas. We used ground-up local bone along with bone morphogenetic protein, placing some of the sponges inside the facet joints up along the pars area and then the larger sponges along the transverse processes making a lasagna-type construct with the sponges, bone and additional sponges. We used 55 mm curved rods and placed them into the polyaxial heads and tightened 80 inch pounds with the spine insitu with no attempt to reduce the spine and after doing that on both sides, we closed the fascia and the muscle splitting incision with interrupted #1 vicryl suture..¿ the patient tolerated the procedure well and left the operating room in good condition.